Event description:
It was reported that the instaflo bowel catheter device was in place for 6 days at which point blood per rectum was reported. The patient was on bed rest and had not gone for any tests or procedures when the patient was turned blood was noted on gown. It was observed to be coming from patient's rectum. Bedside proctoscopy done and md notes quoted "no visible source, gel foam placed". Patient taken to operating room immediately where a small isolated capillary source of hemorrage was cauterized. Patient received 6 units of prbc and 2 ffp. Patient eventually transferred to long term facility.

Manufacturer narrative:
The instaflo IFU states as a precaution that caution should be exercised in use of this device with patients who may bleed easily due to anticoagulent/antiplatelet therapy or underlying disease conditions.